Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll field representative evaluated the device at the customer's site. The customer's report was not replicated or confirmed. The device passed all testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log shows that the user had the device in the incorrect ECG view, lead ii, which did not show the ECG signal through the pads. The log confirms that an ECG signal was obtained through pads for the reported timeframe and would have been visible on the monitor if the device had been switched to pads view. There are no critical errors that would have prevented the device from displaying a signal. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.